Event description:
Event description boston scientific received information that during the routine device replacement procedure, this ventricular lead appeared to be fractured. The lead was surgically abandoned and replaced. No adverse patient effects were noted.